Event description:
The customer reported to olympus that during reprocessing, the camera on the evis exera ii ultrasonic bronchofibervideoscope was not working. No image was displayed. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the instrument channel was leaking, the forceps passage was leaking between the channel, the angle wires were stretched, and the bending section and scope connection had fluid invasion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue could not be determined. Olympus will continue to monitor field performance for this device.